Event description:
The manufacturer received information alleging a "service required and rear air filter leak" for a trilogy ev300 spain device. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During bench repair of the trilogy ev300 spain device at the manufacturer's factory authorized service center, the service engineer reported that an evt_obm_valve_failure was discovered, indicating a problem in the blower. The device's blower assembly was replaced to address the issue. In addition, leaks were identified in the fio2 valve. The device arrived with its fio2 valve installed, but it did not pass testing, and a replacement valve will be requested. There is also evidence that the device's oxygen blending module was replaced. After the repair the client's own configuration is maintained. All the necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown.

Manufacturer narrative:
The reported error code evt_obm_valve_failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.